Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed a high out of range shock impedance measurement. All other measurements were within range. There were no adverse patient effects reported. The system remains in service.

Event description:
Boston scientific received information that this lead and associated device displayed a high out of range shock impedance measurement. All other measurements were within range. There were no adverse patient effects. The system remains in service. It was reported that high out of range shock impedance measurements greater than 125 ohms continued to be observed. Additionally, review of stored device data noted two events that contained noise, oversensing and pacing inhibition. The pacing inhibition did not result in greater than two seconds of asystole. The clinic plans to attempt to recreate the noise during the next in-clinic visit on an unknown future date. No adverse patient effects were reported. This device remains in service.